Manufacturer narrative:
Other applicable components are: product ID 3093 lot# unknown product type lead. Fdc 22 applies to the lead while fdc 92 applies to the ens fdd c62917 applies to the lead and all other fdd codes apply to the ens fdp codes apply to the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt pain from stimulation and that the patient did not feel stimulation without also feeling pain. Additional information received from the consumer indicated that the patient has not had results yet and it was 24 hours after the procedure. In an additional call from the consumer it was reported that the "wires" became unplugged, but the patient was able to plug them back in. However, after doing this the ens would not maintain a connection. Patient status is unknown at the time of this report. There were no further complications reported or anticipated.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.